Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01898, manufacturer report # 3005099803-2014-01896 and manufacturer report # 3005099803-2014-01895 for the associated device information. It was reported to boston scientific corporation that three hemostatic clipping devices were used during a colonoscopy performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip was able to grasp onto the tissue but failed to release from the catheter. The same issue occurred with the other two clips. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be in his mid-50s. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.